Event description:
Technician alleged that the right foot brake caster swivels when the brake is set. No patient impact.

Manufacturer narrative:
The technician found the brake caster swivel ratchet is worn. The technician replaced the right foot brake caster to resolve the issue.